Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported she has been experiencing low blood glucose of 84 mg/dl, which is low for her. Customer stated she also has been through a body scanner four times. She stated she was advised it was safe. Customer treated low with food. Customer stated she has been experience low blood glucose for two to three weeks. The drive support cap was normal. No hospitalization. Customer had an infection and has been taking levocilan and antibiotics. Customer was advised to revert to back up plan since device was exposed to the body scanner. Customer did state she was hospitalized for low blood glucose back in april 2013. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number MDR 2032227-2014-51040 for hospitalization.